Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was observed coming from a healon pro device when applying the product into the patient's eye. The surgeon flushed the thread out of the patient's eye during the surgery without complications. The patient¿s status was reported as good with no further check-ups planned. Through follow up, we learned that there was no material available for further investigation. No further information was provided.

Manufacturer narrative:
Correction: photos were received and should have been investigated for this complaint. They were inadvertently attached to a linked complaint (B)(4). On review today, the 18th feb, it was observed that the date on the photos was the 11th november 2025, which corresponds to the event date for this event, (B)(4). Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 17-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint sample consisted of an activated syringe with approximately 0.05 ml of remaining expellable healon pro solution and a cannula. The assembled syringe was placed into the product box with the directions for use (dfu). The fiber, located on the tip of the white sponge, was visually inspected using stereomicroscopy. The fiber was approximately 3 mm long, dark (grey or blue) and visually resembled cotton; flat with areas of twists. Fourier transform infrared spectroscopy (ftir) microscopic analysis of the material find was carried out and identified the material find as cellulose. Analysis of the photographs provided by the customer revealed a black thread or fiber on the patient's eye. The reported event was confirmed through photograph evaluation. Conclusion: based upon the customer's narrative and the photograph and recovery of the fiber in the patient's eye, the complaint was confirmed. However, the visual and stereomicroscopic inspection of the returned complaint product did not indicate the presence of fiber(s) in the remaining healon solution nor on or in the syringe components including the cannula. Therefore, a product defect could not be confirmed based upon the analysis of the complaint sample. In-process manufacturing controls and final product controls also ensure that healon pro products are clear and free from the type of material finds indicated in this complaint. This complaint is related to two others, (B)(4) and (B)(4), which capture the same event issue from the same product lot. This issue will be further investigated. Should any new relevant finding be available a supplemental report will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.